Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial/lot#: 465400, description: infinion1x16 perc lead kit-50 cm; model#: sc-3400-30, serial/lot#: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, serial/lot#: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a procedure. It was unknown if the procedure was device related.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the reason for the explant was the patient having a responsive neurostimulation (rns) implant because the patient has multiple scoliosis that has advanced drastically the last year or so. It was believed that the procedure was not device related. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient underwent a procedure. It was unknown if the procedure was device related.